Event description:
It was reported that during/upon polypectomy cases with the electrosurgical unit (esu/generator), patient's experienced peritoneal irritations and even perforations after removal of small/mundane adenomas. Note: the equipment was distributed by erbe electromedizin (erbe affiliate), our parent company, to a foreign hospital. Therefore, the p/n of the unit is different than the numbers in the united states.

Manufacturer narrative:
The esu was evaluated by erbe electromeidizin (i.e., our parent company erbe). The generator was found to be working as intended. Nevertheless, an alignment (i.e. Calibration) was performed on the unit to ensure that all parameters were within specifications. Then a four (4) hour burn-in stress test was completed on the esu to verify system stability. Finally, a technical safety check was performed on the generator to confirm that all features are functioning properly. The unit was/is within calibration parameters, functioned/functions well under stress, and met/meets specifications. In conclusion, no equipment problem was found that would have caused or attributed to the events. Most likely there were many factors involved with the situation (for example, the physician's technique, patient's condition, etc.). However, no conclusive determination could be made as to the cause of the event. The customer will be notified with the findings and follow-up in-service work will be performed at the facility if deemed necessary. No trends have been identified with this incident. Based upon our feed back from erbe affiliate, erbe USA, inc. Is now closing the file on this event.